Event description:
It was reported that during a procedure prior to use, the rx multi-link 8 stent implant dislodged off the balloon when the protective sheath was removed before the procedure. The physician felt this may have occurred because the stent was stuck to the protective sheath. The device was not used. There was no patient involvement. A second multi-link 8 stent delivery system (sds) was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all additional relevant information.